Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a non tortuous, non calcified external iliac vein. Following stent implantation, there was minimal remaining stenosis. A 18-6/5.8/75 xxl¿ esophageal balloon catheter was advanced to post dilate the stented segment. Upon inflation, the balloon ruptured. When the physician removed the balloon into the sheath, the balloon material began to bunch up. The physician had to pull harder than normal as it wasn't coming through sheath. The balloon material sheared from the shaft and remained in the vessel. Subsequently, the patient was sent for surgery to remove the balloon material and the procedure was ended. No further patient complications were reported and the patient remained stable throughout and after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The device was returned still loaded onto the customer¿s guidewire. A complete circumferential tear and 2 shaft breaks were identified. A section of the device containing shaft, balloon material and the tip were completely detached from the device and not returned for analysis. A visual examination identified that the balloon material had torn circumferentially approximately 14mm distal to the proximal balloon bond. The distal detached section of balloon material was not returned for analysis. A visual and microscopic examination was performed on the section of balloon material returned and no issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination of the returned device identified severe kinking and stretching damage along length of the device. Two breaks were also identified on the shaft of the device. The first was noted 50mm distal to the proximal balloon bond and the second approximately 200mm distal to the proximal balloon bond. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus¿¿. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a non tortuous, non calcified external iliac vein. Following stent implantation, there was minimal remaining stenosis. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced to post dilate the stented segment. Upon inflation, the balloon ruptured. When the physician removed the balloon into the sheath, the balloon material began to bunch up. The physician had to pull harder than normal as it wasn't coming through sheath. The balloon material sheared from the shaft and remained in the vessel. Subsequently, the patient was sent for surgery to remove the balloon material and the procedure was ended. No further patient complications were reported and the patient remained stable throughout and after the procedure.